Event description:
It was reported that the patient never had therapeutic effect, and that the lead was ¿really close to the skin¿ and that there was a possible infection. It was noted that the lead that was not providing the relief the patient needed was stimulating a peripheral nerve. It was reported that the healthcare professional (hcp) would do a surgery tomorrow. It was noted that the caller wanted to know if the ¿peripheral nerve lead¿ could be cut, uncapped, and left in the patient¿s body. It was stated that the epidural lead would be left in.

Event description:
Additional information received reported that no cultures were taken. It was noted that the lead would not be returned. Additional information was requested but was not available at the date of this report.

Event description:
Additional information received reported that as far as the manufacturer representative knew the patient was doing well.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. Physician product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#(B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Based upon further review manufacturing (B)(4).

Event description:
Additional information received reported that the healthcare professional (hcp) removed the lead in the "thoracic area." The patient was going to be treated for infection with antibiotics. It was noted that there was no further info and the manufacturer representative would attempt to follow up with the hcp (B)(6) 2014. It was noted that the manufacturer representative was "waiting" for the hcp. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown, product type: unknown. (B)(4).

Event description:
Additional information received reported that perioperative antibiotics were administered. The date of onset/diagnosis of infection was (B)(6) 2014. Signs and symptoms of the infection include redness, swelling, drainage, pain and pocket erosion. The primary location of the infection was the catheter or lead track. It was noted that the infection occurred at peripheral lead anchor. There was no culture obtained. Treatment included both IV and oral antibiotics and a partial device system explant. It was also noted that the patient was a smoker. The patient outcome was that the infection was resolved. It was noted that it was resolved with removal, "I and d", and wound care.